Event description:
The patient¿s health care provider confirmed on (B)(4) 2013.

Event description:
It was reported that there was a loss of therapeutic effect. Patient had increased baseline pain. It was noted that the symptoms occurred following a fall. The patient¿s pain in her left leg had increased since falling about two weeks ago on (B)(6) 2013. It was noted that the implantable neurostimulator (ins) had not been checked since but the patient had been seen by a healthcare professional (hcp) since the fall. The hcp had thought her muscles had gotten weak. The patient had an appointment with the ins hcp on(B)(6) 2013. The patient had been recharging every day and she use to about every 3-4 days. It was noted that the patient felt like the stimulation stopped at night so she thought she should recharge more. Additional information requested but had not been received as of the date of this report.

Event description:
The patient¿s health care provider confirmed on 09/27/2013 that the patient fell at her house backwards. It was thought that she tripped over a rug. There was no reason to believe that the fall was related to the device. She had an x-ray and CT scan on (B)(6) 2013. The x-ray showed that she cracked her pelvis. She was hospitalized and then went to rehab for 21 days. She experienced pain across her bottom. The patient outcome was noted as serious injury, recovered with sequela.

Manufacturer narrative:
Concomitant products: product ID 37752, serial# (B)(4), product type recharger; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).